Manufacturer narrative:
A patient experienced lead migration was reported to abbott. X-rays confirmed only one lead had migrated and had high contacts. As a result, the lead was replaced. The physician made the battery site pocket a little deeper because the patient was complaining of pocket site pain. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6) batch: a000104454.

Event description:
Related manufacturer report number:3006705815-2023-04804. Additional information was received indicating that only one of the patient's leads had migrated. The patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was repositioned and one lead was explanted, and replaced. Therapy was restored post operatively.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number:3006705815-2023-03625. It was reported that the patient's leads were shown to have migrated via x-ray imaging. Surgical intervention may take place at a later date to address the issue.